Event description:
The reporter stated that the device tubing separated from the female luer lock. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
Evaluation summary: device history records were reviewed for this lot which was manufactured in march of 2009. The device history records indicate that the lot was fully inspected and no issues were noted; the lot passed pull and leak testing. The suspect device was returned and evaluated. Upon examination it was confirmed that the tubing had disconnected at a section where it had been solvent bonded. The bonded area was visually examined, solvent was present at the bonded connections and the bonding process appeared acceptably performed. Our evaluation was unable to determine root cause and we were unable to determine how or when the device became disconnected.